Manufacturer narrative:
Imaging evaluation result added. Result code and conclusion code updated. The review of the manufacturing records verified that this lot met all pre-release specifications. Refer to field for the results of the imaging evaluation.

Manufacturer narrative:
(B)(4). A review of the manufacturing paperwork and imaging evaluation is being conducted.

Event description:
It was reported to gore that the patient was previously treated with a non-gore manufactured aortic device for a descending aortic dissection. On (B)(6) 2017, the patient was to be implanted with a gore® tag® thoracic endoprosthesis for emergent treatment of new dissection in the distal of the previously implanted device. The patient¿s vessel had some tortuosity. It was stated the physician felt strong resistance during advancing the tag® device. When the physician wanted to retract the device, the device was observed to be expanded at both the distal and the proximal ends, got stuck in a position from the inferior border of the renal artery to the bifurcation of the iliac artery, and was could neither be retracted back into the sheath nor further advanced to the target lesion. The physician decided to deploy the device in this lesion to remove the catheter, even though the device could not fully expand, and then ended up the procedure. After the procedure, the patient was moved to ICU for monitoring and without a life threatening issue by the date of reporting. According to the physician, a secondary procedure is planned once the patient situation becomes stable. A re-intervention for the untreated dissection will be continued, and a bypass will be considered to fix the non-full expansion of tag® device.